Manufacturer narrative:
The service representative found a faulty battery. The battery was causing an internal short and was preventing charging. The device needs a battery. Upon conclusion of the evaluation, it was determined that the battery requires replacement. It was replaced along with its associated labels. The device passed testing and was put back into service.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device indicates it needs servicing. Additional information has been requested. There was no reported patient involvement.